Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came to the hospital with the implantable cardiac monitor (icm) out of the pocket. The device was c ompletely explanted and the event resolved. The patient is a participant in the reveal atrial fibrillation (af) clinical study. No patient complications have been reported as a result of this event.